Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 32.0 and 20.0 cm respectively. An external abrasion breaching the optim sheath was found 16.5 to 17.0 cm from the distal tip consistent with friction to another device or feature of the patient's anatomy. The silicone insulation beneath was intact in this location.

Event description:
This report is to advise of an event observed during analysis.